Event description:
It was reported that the patient underwent a sling procedure in 2006. Once the device was positioned, the physician attempted to take out the metal guides from the mesh, and on one of the sides the mesh came out with the inserter. The release wire was pulled back to the stop position. The procedure was aborted and completed with another type of sling via the obturator route. There was no adverse patient outcome.

Manufacturer narrative:
The product upon which this medwatch is based has been received; however, the product evaluation is not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.